Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Device interrogation confirmed that the patient developed a ventricular tachycardia (vt) for which therapy was delayed for 16 seconds due to programming. It was reported that the following implantation of this device the patient was not compliant with follow up appointments. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.